Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, g3, g6, e1(email), h2, h10.

Event description:
It was reported that during service software download, the cardiosave intra-aortic balloon pump (iabp) unit will not power up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the issue on site and in device logs. Downloaded b.17 software. Performed 30 psi and internal calibration procedures. To fix the issue, the fse replaced the pneumatic module assembly. Device passed all performance and safety tests according to factory specifications. Unit was returned to customer and cleared for clinical use.